Event description:
It was reported that during routine check, the cardiosave intra-aortic balloon pump (iabp) batteries weren¿t working when unplugged for transport. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Updated field: b4, d8, d9(return to manufacture date and device available for eval), g1(contact office, contact person -mfg site), g3, g6, h2, h3, h6 (type of investigation, investigation findings, component codes, investigation conclusions), h11. Corrected fields: d7a. A getinge field service engineer (fse) evaluated the unit and observed battery in bay1 not chart correctly and not fully charged. Biomed stated cardiosave has been plugged in for 3 days. Tested battery in bay1 and observed battery would sequence to charge and then stop. The battery was at 30% charge. Battery in bay2 was fully charged and operating to specifications. The fse replaced the power management board and tested the unit. Battery and ac operation working to specifications. Battery charge in sequence is operational and unit passed all functional and safety tests per factory specifications. Returned the unit to customer. The failure analysis and testing department received the following part associated with this complaint power management board. This part was received with a reported unit failure message of battery not holding charge. Performed visual inspection of this part received and part looks to be in good condition. Installed power management board into the cardiosave test fixture and tested to the factory specifications and the cardiosave service manual. Performed all functional tests and passed. The fat dept. Could not verify the failure message of battery not holding charge. Bay 1 slot and bay 2 slot are working correctly. Battery was charged in both slots. Power management board passed testing. Retaining power management board in the fat dept. Due to old part revision, this board is not going to supplier for further investigation.

Event description:
N/a.